Event description:
It was reported that balloon rupture occurred. The target lesion was located in a dialysis access graft in the left arm. A 10.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. However, prior to inflation, when negative pressure was pulled on the syringe, blood was noted to flow back into the syringe and it was judged that the balloon had a tear. The procedure was completed with another of the same device. No patient complications were reported and the patient' status was fine.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a dialysis access graft in the left arm. A 10.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. However, prior to inflation, when negative pressure was pulled on the syringe, blood was noted to flow back into the syringe and it was judged that the balloon had a tear. The procedure was completed with another of the same device. No patient complications were reported and the patients status was fine. Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when a pinhole leak was identified in the balloon material approximately 10m proximal to the proximal edge of the proximal markerband. A visual and microscopic examination of the balloon identified no issues with the balloon material that have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands of the device which could have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip that could have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip that could have contributed to the complaint incident. A visual and tactile examination found no damage or issues along the length of the device. No other issues were identified during the product analysis.